Manufacturer narrative:
(B)(4).a review of the device history record showed no abnormalities that could cause or contribute to the reported event. The cause of death could not be determined with the available information.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. It was reported that the patient was performing therapy at the time of death, but it was unknown whether the patient was connected at the time. The cause of death was unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the device logs revealed no system errors, anomalies, hardware device failures or iipv events that could have caused or contributed to the reported difficulty. A service history review revealed that the pump has never previously been sent to baxter for service. The device was received for evaluation. The product analysis lab evaluated the device and no malfunctions were identified that could have caused or contributed to the patient passing away. The device passed both the returned instrument test/evaluation electric test and functional test. Should additional relevant information become available, a follow-up report will be submitted.